Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion, infection, bleeding, vaginal scarring/shrinkage, exposure/extrusion/protrusion, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Lawyer-filed report (B)(4). It was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent mesh removal on (B)(6) 2012 due to pain and mesh exposure. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. Patient (B)(4) - exposure. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03420. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient had the concurrent procedures of robotic assisted total laparoscopic hysterectomy, bilateral salpingo-oophorectomy, abdominosacral colpopexy, and rectocele repair, modified mccall¿s culdoplasty performed during mesh implantation.

Manufacturer narrative:
(B)(4). It was reported that following insertion, the patient experienced urgency, frequency, incontinence, vaginal odor, and vaginal discharge.